Manufacturer narrative:
Batch review performed on 3 march 2023. Lot 163324: (B)(4) items manufactured and released on 30-jun-2016. Expiration date: 2021-may-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional item invovled in the complaint, batch review performed on 3 march 2023. Gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot. 163006 lot 163006: (B)(4) items manufactured and released on 12-aug-2016. Expiration date: 2021-jul-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting pain and the surgeon observed in a CT scan that all the components may be loose. About 6 years and 3 months after the primary surgery, the surgeon revised all components and the surgery was completed successfully (sphere system implanted; liner revised from 12mm to 14mm).